Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6 : unknown, information was requested but not provided. Section d6a: implant date unknown/not provided. Section d6b: explant date unknown/not provided. Section h3:the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol), model dxw300, was implanted in the patient¿s right eye. Postoperatively, the patient experienced blurry vision, severe halos and glare. The lens was subsequently explanted during a secondary surgical procedure and replaced with a non¿johnson & johnson monofocal lens (alcon). The complaint device was discarded. No additional information was provided.